Manufacturer narrative:
(B)(4). Information not asked for but unknown or provided during initial contact. Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. [User facility medwatch# (B)(4)]

Event description:
Received user facility medwatch# (B)(4) advising that during a lap hysterectomy & lap low anterior resection procedure, when activating the device, it would not shut off at minimum power

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.